Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-sep-2018 with the following findings: during investigation, there was no power issues in black box. There was no damage to battery cap or battery compartment. Battery cap attached securely to pump. The pump powered on with display remaining blank. Unable to perform steps 10, 11, 13, 21 and 35 due to blank display. Unable to investigate reported power issue due to blank display. There was moisture in display. The pump case was cracked near top right corner of display. Additionally, the pump leaked at crack in case. The pump was opened and there was moisture found on the printed circuit board. The blank display due to moisture damage.